Event description:
An endurant ii stent graft system was implanted into a patient for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the diameter upper proximal aortic neck was 24.9 mm, and the aortic neck length is 2.5 cm. The blood vessel had severe tortuosity, and also had severe tapered shape. The patient was not a candidate for open surgical repair. It was reported that there was a small proximal type I endoleak; the physician believes that it will self-resolve later and the procedure was completed. Endotension was confirmed to be lowered by abdominal palpation. The physician will continue to monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).